Event description:
Customer reported, that upon detachment of the freestyle libre sensor, the sensor filament remained in his arm. Customer had contact with an hcp, who removed the filament. Applied an unspecified cream, and bandaged the area. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An additional extended investigation has been performed for the reported complaint. And there was no indication, that the product did not meet the specification. The reported device investigation was submitted in the previous report. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to audra fuentes, +1 510-749-5297, audra.fuentes@abbott.com.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was returned and properly seated in mount. Performed visual inspection on the returned sensor pack and applicator, no issues were observed. No malfunction or product deficiency was identified. The complaint is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and sensor kit was reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that upon detachment of the freestyle libre sensor, the sensor filament remained in his arm. Customer had contact with an hcp who removed the filament, applied an unspecified cream, and bandaged the area. There was no report of death or permanent injury associated with this event.